Manufacturer narrative:
Lot number not known so DHR review is not possible. Sample not returned for testing so sample evaluation not possible. Trend analysis conducted and no adverse trends observed. Hollister is unable to determine the root cause of this reported event. The IFU for this device states that routine care includes reposition the et tube from side-to-side at least every two hours or more frequently if the patient's condition dictates, to minimize the risk of injury to the skin and/or lips from unrelieved pressure and shear forces. Hollister offered product training and inservicing to the facility.

Event description:
It was reported that a patient experienced an upper lip mucosal injury under the foam lip spacer of the hollister anchorfast device after 14 days of use. They reported it as a full thickness injury completely through the patient's lip. They reported a total of 4 anchorfast devices had been used during the 14 days of use. Additionally, they reported that the device's clamp had been shuttled and repositioned once every 24 hours during usage. The hospital reported unknown medical treatment for upper lip injury and the patient has been since discharged home.